Event description:
The customer reported that the shaft of the needle will come loose and shove back into the hub. Additional information received on 17apr2024 stated that sometimes the needle disengages from the hub and becomes two parts. The customer stated it seems like the needle is not crimped into the hub. This issue occurs after sticking cattle of all sizes and sometimes the needle stays in the cattle and they need to retrieve it.

Manufacturer narrative:
Investigation summary: decontaminated samples were received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the samples, the reported issue was not confirmed. A corrective action is not applicable at this time. All information received will be used for further tracking and trending purposes.